Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had their device removed because they ¿couldn¿t take the pain anymore¿. The patient reported that the pain started ¿from the moment they had it done¿. No further complications were reported.